Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated that a raised rash with bumps spread out 1 centimeter from adhesive patch on the abdomen. On (B)(6) 2018, patient attempted to remove the sensor, but bleeding occurred. Patient saw a doctor on (B)(6) 2018 for a routine visit, and patient¿s mother consulted with the doctor about the skin reaction. Additionally, because the patient had previously caused bleeding trying to remove the sensor, the doctor removed the sensor due to the reaction. No medication was prescribed, however the doctor recommded over-the-counter benadryl cream to treat the skin reaction. At the time of contact, it was indicated that the patient was doing fine. No additional event or patient information is available.